Event description:
During atrial fibrillation (af), a farawave catheter was selected for the procedure. Pre procedure evaluations included a tte showing an lvef of 62% with no segmental wall motion abnormalities; la dimension was unavailable. A 12 lead ECG confirmed af, and laboratory tests were completed. On the day of the procedure, left atrial thrombus screening confirmed no thrombus. The patient was randomized to the pvi plus linear ablation group on (B)(6) 2026. Phrenic nerve assessment was not performed. On (B)(6) 2026, the index procedure was performed under a single transseptal puncture using a mechanical needle. Pulmonary vein isolation (pvi) of all four veins was completed with the farawave nav catheter, delivering 16 basket mode and 20 flower mode applications at 2.0 kv. All veins demonstrated acute isolation; no drug excitation test was performed. Pulmonary wall isolation (pwi) was also performed the same day using the farawave nav catheter, with 10 flower mode applications at 2.0 kv. Pacing verification confirmed bidirectional block with no conduction recovery; no drug excitation test was performed. Following pvi and lapw ablation, cti ablation was performed with the farapoint catheter (10 flower mode applications at 2.0 kv), achieving bidirectional block without conduction recovery. Mi ablation was then performed using the farapoint catheter (12 flower mode applications at 2.0 kv), again achieving bidirectional block and acute procedural success. The patient was in sinus rhythm at the end of the procedure. Act was maintained above 300 seconds throughout left atrial instrumentation and prior to the first pvi application. No additional ablations were reported. Dc cardioversion was performed post procedure, restoring sinus rhythm. On (B)(6) 2026, pre discharge assessment was completed, phrenic nerve assessment remained not performed. The patient had undergone transcatheter cardiac radiofrequency ablation under general anesthesia on (B)(6) 2026 and was discharged on (B)(6) 2026 with medication. Later on (B)(6) 2026, at approximately 15:20, the patient returned with bleeding from the right inguinal puncture site, beginning three hours earlier. Estimated blood loss was about 200 ml without syncope or chest symptoms. A tourniquet had temporarily controlled the bleeding before arrival. Upon admission, no active bleeding was observed. The site was dressed, and a pressure hemostasis device was applied. The suspected cause was coughing, difficulty walking, and poor puncture site healing after discharge. The event resolved on 24jan2026, and the patient was discharged the same day.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.